Event description:
It was reported that arteriotomy closure of the right mildly calcified common femoral artery was attempted using the perclose proglide device after an unspecified procedure. Reportedly, a cuff miss occurred. The device was rewired and a sheath was inserted. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. Based on the reported information and inspection criteria, there does not appear to be any indication of a product quality deficiency. Reportedly, the device was used in a mildly calcified common femoral artery. The perclose proglide instructions for use states that the safety and effectiveness of the device have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Per the instructions for use, the safety and effectiveness of the device have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site.